Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 438 mg/dl, 199 mg/dl and 226 mg/dl. No adverse event reported. Test cassette is already empty and will not be returned.